Event description:
The following has been reported: battery not holding charge. - nurse advised on (B)(6) 2024 that the pump must be plugged and is not holding a charge. No concern to patient use or impact on infusions. Replacement was sent. - no impact on patient - no pm required. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Manufacturer narrative:
G3 date updated to reflect original date of awareness upon further review/discussion with foreign fresenius kabi market unit.

Event description:
Device history record was reviewed and CAPA was opened to address the issue of "defective air sensors". Device history log was reviewed. Several "air" alarms/ "administration set not detected" alarms related to the reported event were found. The reported device was not returned to brézins for investigation as repairs were carried out locally during which the technical team found air in line issue. According to provided information (the action taken), an air in line issue was found. Therefore, the air sensor was replaced to solve the issue (according to the attached control quality). The defective air sensor was not sent to brézins for further investigation. This complaint is considered as valid because it was confirmed by the device log review, and the root cause is unknown without the investigation of the defective part, but could be due to a defective air sensor. Although we cannot confirm that the event is linked to a defective air sensor, please be informed that a CAPA is open to address the subject of "defective air sensor". If the defective parts are provided later on, we may re-open the complaint and pursue its investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid the trend is: normal.